Manufacturer narrative:
(B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4): the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4): prior to procedure, user noticed the tip of the vh-4000 hemopro 2 device came apart. A second vh-4000 was used to complete the case. Customer service will ship product replacement 1 each vh-4000 and 1 each biokit to the customer using no charge po# (B)(4), attn: receiving/complaint replacement. Customer's territory manager is (B)(6).

Manufacturer narrative:
(B)(4): the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was not observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "plate separated from jaw-bent/detached heater wire". The confirmed failure mode has been investigated in our CAPA system.

Event description:
(B)(4): the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4): prior to procedure, user noticed the tip of the vh-4000 hemopro 2 device came apart. A second vh-4000 was used to complete the case. Customer service will ship product replacement 1 each vh-4000 and 1 each biokit to the customer using no charge po# (B)(4), attn: receiving/complaint replacement. Customer's territory manager is (B)(4).

Event description:
(B)(6). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) 2016 12:50 pm (gmt-5:00) added by trackwise webservices (cpl) (tws): prior to procedure, user noticed the tip of the vh-4000 hemopro 2 device came apart. A second vh-4000 was used to complete the case. Customer service will ship product replacement 1 each vh-4000 and 1 each biokit to the customer using no charge (B)(4), attn: receiving/complaint replacement. Customer's territory manager is (B)(4).

Manufacturer narrative:
Internal complaint number trackwise (B)(4). Autonumber # (B)(4). The correct date in mfg report # 2242352-2016-00221 is 21-mar-2016.